Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented for an in-clinic device check. Upon interrogation, the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. No programming changes were made due to the infrequent nature of the oversensing. The patient was stable.